Manufacturer narrative:
Section a5, ethnicity: the customer said "latino". Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported regarding the preloaded johnson and johnson (jnj) intraocular lens (iol) that when injecting the lens, the doctor felt it was very forced, he felt the lens pressed and when it came out, it did not delivery completely. The lens came out with a damaged haptic. Reportedly, the issue is not use related. There was no patient contact with the iol or the preloaded device. No medical intervention such as incision enlargement, vitrectomy or sutures and there is no plan for medical intervention in the future. No further information was provided.